Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed as a pericardial effusion was noted post procedure. It was reported that a mitraclip procedure performed on (B)(6) 2018, to treat a mixed mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was advanced and two clips were implanted, reducing the mr to 3. On (B)(6) 2018, the patient presented with fever and tests revealed a small pericardial effusion (pe). Pericardiocentesis was performed on (B)(6) 2018. The cause of the pericardial effusion was not known and there is a possibility that the sgc may have caused or contributed to the effusion. The patient is stable and continues to be hospitalized. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue. Based a definitive cause for the pericardial effusion cannot be determined. The reported fever appears to be due to the pericardial effusion. The reported patient effects of pericardial effusion and fever, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.